Manufacturer narrative:
(B)(4). The customer noticed heavy leaking from nozzle probe. The internal probe wash pump poppet valve was replaced along with a broken carousel latch. The high concentration waste poppet valves were identified as the likely cause for this issue. No report of exposure to a hazardous material was documented . This report is being filed to document the change in the suspect device from the clinical chemistry glucose (which was previously documented in MDR number 1628664-2013-00177) to the architect instrument. Product evaluation is in process and the results will be submitted in a follow-up report. Evaluation is initiated. Instrument was inspected and parts were replaced

Event description:
The customer stated that one patient sample generated a higher than expected result for the architect clinical chemistry glucose assay. A result of > 540 mg/dl was suspected and the sample was retested with results of 87 and 92 mg/dl. The result of 92 mg/dl was reported out. No impact to patient management was reported.

Manufacturer narrative:
Product evaluation was completed in order to investigate this issue. The customer replaced and calibrated the sample probe in order to resolve the discrepant results issue. The instrument was inspected and the poppet valve set along with the cover latch were replaced in order to resolve a leaking observed from the cuvette washer nozzle 1 along with error code 6506 (cuvette integrity check failed on cuvette x). No adverse trend was observed by performing a complaint review for the sample probe, part number 01g48-03. The architect system operations manual includes troubleshooting information regarding erratic results due to probable sample probe including corrective actions. The system logs collected in abbottlink were reviewed and did not contain the data necessary to verify the exact cause of the discrepant results. There is insufficient information to reasonably suggest a malfunction occurred. Based on the evaluation results, neither a malfunction nor a deficiency have been identified to be related to this issue.